Manufacturer narrative:
The following physical damage was found on the insulin pump: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that there are scratches on the display screen of her insulin pump and that she is unable to read it. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage to the pump. The customer does not recall any significant events leading to the scratches. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.